Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) was requesting review for several alerts received for this patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). A code 1004 was observed which is indicative of a short circuit condition was detected during shock delivery, along with a code 1007 which is indicative of a capacitor charge time has exceeded the limit. A shock impedance measurement of less than 20 ohms was observed along with an inappropriate shock delivered to this patient. An automatic capacitor reformation had occurred resulting in the code 1007. Technical services (ts) recommended emergent replacement of this rv lead and ICD. At this time, these remain in service. No adverse patient effects were reported.